Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Analysis of the device image shows that there was a false eri alert triggered consistent with the device being in auto-capture and high output mode, but the device remained above eri level throughout the implanted period. Electrical and mechanical tests performed, including battery assessment at various amplitudes did not find any anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Suspected premature battery depletion on the device was noted. The device was explanted. The patient was stable with no adverse consequences. Additional information was requested but was not received.